Event description:
Dislocation occurred approximately 3 months after initial implantation. No pain or trauma reported. Glenoid baseplate, 36 mm glenosphere, 36 mm + 6 standard humeral cup, cementless post extension, and four screws explanted. Replaced with offset head and 24 mm taper adapter.

Manufacturer narrative:
Dislocation occurred approximately 3 months after initial implantion with no known cause. No actual, implied, or suspect link to fx product.